Event description:
Reporter noted a corneal burn. The surgeon stated the pt had a deep set eye, and the burn was focal on the corneal side. He suspects the sleeve was pinched which obstructed irrigation. Additional info has been requested.